Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the gripper line break, clip failed to open and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During unspecified use with the cds, it was reported that the gripper line ruptured and the clip could not be opened. The procedure was aborted and the patient was sent for mitral valve replacement surgery. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was provided: it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught on the chordae. Troubleshooting was performed. While raising the grippers, it was noted that the clip would not open, and the gripper line broke. The clip could not be freed from the chordae; therefore, the patient was sent to mitral valve replacement surgery to remove the cds with the clip and treat the mr. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper line break in this incident could not be determined. Additionally, the reported mechanical jam and entrapment of device or device component were due to gripper line break as the clip couldn't open. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.